Event description:
The facility reported a fail code 703. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding addtional contact information, patient demographics, medication involved, or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last bater service event.

Manufacturer narrative:
Although baxter has attempted to obtain this device for evaluation, this device has not been made available for evaluation. This device will be repaired on-site by a baxter field service engineer. If additional info becomes available or if the device is received for evaluation, a follow-up medwatch will be generated.